Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device and diagnosed as in ventricular fibrillation. A countershock was administered and the pt's ECG was converted to what was diagnosed as ventricular bradycardia. The pt was transported to the hosp emergency department where, according to the reporter, the operator printed a code summary critical event record which showed the pt in an initial rhythm in a sinus tachycardia. The reporter indicated improper treatment to a pt could occur if the device display was incorrect. The pt later arrested and was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability.